Event description:
It was reported that this non-(B)(6) right ventricular (rv) lead exhibited high out-of-range shock lead impedance measurements. The patient was brought to the clinic for defibrillation threshold testing (dft). A dft test and fluoroscopy were performed, which revealed a dislodged lead. Troubleshooting options were discussed and recommended. The non-(B)(6) rv lead remains in service and no additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).